Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension, product ID: 3387, lot#: va2d9x8, implanted: (B)(6) 2021, product type: lead. Product ID: 3387, lot#: va2d9x8, implanted: (B)(6) 2021, product type: lead, product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3387, serial/lot #: (B)(4). Product ID: 3387, serial/lot #: (B)(4), ubd. Product ID: 3708660, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that¿stage 2 procedure was being completed today for a patient with dystonia. Impedances were all fine after stage 1, but now they are having trouble with contact c/1. C/1 is low, hovering around 240ohms. The contacts 'look good ' on lead extension; caller made sure no fluid in the boot. Caller checked the integrity of the connections from lead/extension and extension/implanted neurostimulator (ins). They tested the lead with alligator clips in bipolar and monopolar and did not have out of range impedances. They replaced the extension, replaced the implanted neurostimulator (ins) and they continue to have issues with c/1. Tech service could not speak to why the alligator clips showed no issues but the ins does, but tech services reviewed that beyond what they have done we are fairly limited. Tech services reviewed they could try to set up a group that stims on that contact but they also may just consider closing if all other contacts are healthy/viable. Additional information was received that cause of impedance issues not confirmed. Testing was done with alligator clips and contacts all tested fine and it was reiterated that they replaced the extension and the implanted neurostimulator (ins) and it was believed the issue has to be the lead. It is planned to program around the sub-optimal electrode.